Manufacturer narrative:
There was no patient involvement. Serial number is unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) manufactures the electrical venous occluder (evo). The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a electrical venous occluder (evo) gave an error code associated to clamp encoder during procedure. There was no report of patient injury.

Manufacturer narrative:
H.10: serial number and manufacturing date have been updated within the dedicated d.4 and h.4 sections. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The clamp encoder was replaced and the problem could be solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The root cause of the reported issue was a faulty encoder.

Event description:
See initial report.